Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo(s) noted: the distal end of the sleeve was observed to deformed. The tip of the device was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the tip of the device is subjected to excessive manipulation or leveraging forces which would result in deformation of the tip or change in tip-shaft configuration; this deformation or change in configuration prevents the tip of the device from moving freely as it is out of alignment with the sheath and thus obstructed by it. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy the l-hook tip of the device is bent. The distal tip of the black sheath was damaged. Another device was used to complete the case. There was no patient harm.